Event description:
It was reported that pump displayed malfunction alarm code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, instructed customer to place malfunctioning pump in storage mode, and advised return of pump using prepaid label within 10 days, which customer understood and acknowledged.